Event description:
A facility reported a 9-months old, who had shunt malfunction during the use of chpv (codman hakim programmable valve) due to congenital hydrocephalus. On (B)(6) 2026 patient was implanted a chpv. On evaluation, the shunt was suspected to be non-functional. Attempts were made to adjust the valve pressure to improve csf flow; however, there was no reduction in head size. Valve positioning was not assessed with x-ray, citing the infant's age as a limitation. That had informed about that incident two weeks back and supported him with programmer to adjust the pressure and thereby reduce the hydrocephalus. He adjusted the pressure and verified with x-ray even though the hydraucephalus persist to the patient and he did open cranial end and conclude that shunt was malfunctioning (shunt malfunction). Subsequently, the shunt system was explored. Both proximal and distal catheters were checked independently and found to be patent with free flow.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.